Manufacturer narrative:
The actual device has not been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported pull out with the involved angio-seal vip device. The following information was provided by the user facility: the angio-seal device was deployed according to the manufacturer recommendations; when the customer pulled back on the device and went to tamp down the collagen plug the whole device came out of the vessel; the footplate did not catch on the vessel/arteriotomy; access was lost so they used manual pressure to close the arteriotomy, and it took approximately 30 minutes; the patient had received a stent, so they were on anticoagulants; it was reported that the estimated blood loss was less than 250 cc; the patient was reported to be in good condition and the procedure outcome was good; and there were no other devices used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to provide the device evaluation. Results - (B)(4) is based on evaluation of user facility information & the returned sample; (B)(4) is based upon evaluation and dimensional testing of the returned sample. One used 6 fr angio-seal vip device was received for product analysis. The arteriotomy locator was not returned with the hemostatic sheath or carrier tube assembly. The returned components were subjected to visual analysis were it was noted that blood like substance could be seen on all of the returned components. The carrier tube assembly was mated with the hemostatic sheath and the device cap was in the rear lock position. With the device cap in the rear lock position, the anchor was exposed at the distal tip of the hemostatic sheath. However, the anchor was not posted at the appropriate angle at the end of the hemostatic sheath. Upon microscopic analysis, the anchor appeared to be slightly bent and nearly parallel to the hemostatic sheath. There was slack present in the suture that was securing the anchor. There was no damage noted to the distal tip of the hemostatic sheath. However, it was noted that a small portion of the collagen was present outside of the hemostatic sheath, which is typically not observed when the anchor is appropriately posted to the distal tip of the hemostatic sheath. There were no noted tears in the collagen that would have created slack. The length of the hemostatic sheath was then measured to be 5.7125", which is within specification of 5.710+.007"/ 5.710-.001". The apparent slack in the suture was not due to the hemostatic sheath being out of specification. Additionally, there were no noted tears in the collagen that would have created slack at the anchor. Likely, the slack in the suture was caused by the user re-positioning the device after posting the anchor or relaxation of the collagen. If even slight resistance was applied to the anchor during the repositioning, the suture would have been partially released and the anchor would not post the distal tip of the hemostatic sheath properly. The length dimension of the hemostatic sheath was within specification. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. Conclusions code is unable to be selected at this time. Esubmitter support has been notified. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide codes. The codes were unable to be selected when follow up no. 2 report was submitted, the codes are now available and have been selected.